Event description:
A medtronic rep reported an unintended trajectory due to confusion regarding positive and negative values on the crw frame. The procedure was completed with the use of the stealthstation treon guidance system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt identifier and weight are unavailable from the site. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.